Event description:
The iab was defective. That was the only info at the time of the report. On 2/3/97, co received the following info: the iab was inserted into the pt on 12/27/96. On 12/31/96 after iabp for four days, and alarm sounded from the pump. No blood was noted on the iab. The pump did not start again after the purge cycle was initiated. Event complications: unknown - reported 1/7/97; none reported 2/3/97. (Pt's current status: unk-rpt'd 1/7, 2/3/97).

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.